Event description:
Caller reported a malfunction on the pump after playing in snow. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer continued to use pump for insulin therapy.